Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that a folfusor lv250 had a winged blue cap detached from the delivery tube. The device was being filled with 5-fluorouracil and saline when the leak was discovered. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition. The root cause was determined to be a damaged luer. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that baxter has received similar reports. The root cause investigation is in progress. A follow up report will be submitted if additional information becomes available.